Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during preparation, the physician found that the wires inside the device were uneven. During attempted deployment inside the patient, the first band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during preparation, the physician found that the wires inside the device were uneven. During attempted deployment inside the patient, the first band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. A visual evaluation noted that the crimp was present on the tripwire. The trip wire was secured in the handle assembly slot when received. It was noted that the ligator head had six bands present and four bands were moved out of their original positions. One band showed a torn section. Some of the ligator teeth were bent. Additionally, the suture had seven knots. The suture hole had a small deformation and some stress marks. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). The complainant reported that the device was used despite finding a problem with the device during inspection. The IFU states "do not use if components are broken or damaged." The reported event of failure to deploy was confirmed. Upon evaluation, there were stretch marks on the suture hole, damage to the ligator head teeth, and damage and misplacement of bands. It is most likely that the ligator head and suture were under excessive tension. This could have impacted the bands deployment activity which could have contributed to the reported problems. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.